Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Analysis was unable to perform the displacement test and excessive no delivery test due to motor error alarms. The pump had a missing end cap sticker.

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 270 mg/dl. The customer states the drive support cap appears normal and was not exposed to a high magnetic field. The customer states they are able to complete the rewind. The customer performed troubleshooting was not able to resolve the motor error. The customer declined the no delivery troubleshooting. The device will be returned for analysis.